Event description:
Pt had difficulty resetting the whisperject autoinjector. Reviewed the step to reset the autoinjector so the white mark inside the green box is no longer visible. Pt stated she should be okay for the next injection. Provided pt number to mylan (mfg) (B)(4) for more info.